Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump was not working well. The customer's blood glucose level was 140 mg/dl. They stated that the act button did not work well, it did not click she stated she just noticed it last night. They stated that the button responded but did not click. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.